Manufacturer narrative:
The patient was treated with (B)(6) pressure wound therapy during the (B)(6) 2014 to (B)(6) 2015 time period. It is unknown when the event occurred as this information has not been provided. It was reported that the physician's evaluation determined v.a.c.® therapy caused the patient's infection. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. ® dressing was placed in the wound nor if a wound culture confirmed a wound infection. No report antibiotic therapy was administered. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Dressing not returned.

Event description:
On (B)(6) 2015, the following information was reported to kci by the physician at the 28th annual meeting of (B)(4) society for surgical infection, presentation: p1-5, a treatment outcome of negative pressure wound therapy for surgical infected wound with peritonitis in out department: a surgical site infection was observed. On (B)(6) 2015, the following information was reported to kci: the patient experienced symptoms of an infection, and the patient's wound was opened. A piece of foreign material alleged to be v.a.c. (Tm) granufoam dressing was found. V.a.c. (Tm) therapy was discontinued, and the wound was washed with normal saline every day, and the wound was dressed with gauze for two weeks. Once the symptoms of the infection resolved, the wound was closed via suture. Dates not provided. The v.a.c. (Tm) granufoam dressing lot number is not available, therefore a device history review could not be performed. It was confirmed that the serial number of the device associated with this complaint is not available, therefore a device evaluation could not be performed.